Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer reported the tubing was fused incorrectly, and returned one used sample of material #(B)(4). The sample was clearly separated at the outlet of the drip chamber, and the complaint is verified. It wasn't clear what the customer meant by "fused incorrectly", but a clear issue was found. The tubing was returned not fully separated, with a small piece of tubing still connected to the drip chamber. This, along with the stress marks on the tubing seen under the microscope, are consistent with tears or cuts. The root cause for the separation is inadvertent tearing or cutting of the tubing. It is unclear what caused this. The tear would also allow air to enter the tubing, and the complaint of air-in-line is verified. The complaint of connection issues was not observed. A device history record review could not be performed on model 10015012 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp bur 20d low sorb smbore ss 0.2m had connection issues with faulty tubing that allowed air in the line, resulting in a central line infection. The following information was provided by the initial reporter: "we have had some concerns brought up with our alaris tubing lately. The problem seems to be with their connection sites where the tubing should be fused in different places" 'we had faulty tubing on a baby that now has a central line infection."